Event description:
An optometrist reported two weeks following photo refractive keratectomy (prk), a patient reported ocular irritation/discomfort and distorted vision in the right eye. The patient reported lines appeared bent or wavy. A dilated fundus exam (dfe) revealed possible macular striae in the right eye. In a f/u with the optometrist, he indicated the distorted vision and possible macular striae were not related to the excimer laser. The patient was referred to a retinal specialist for evaluation. He also reported the ocular surface looked good but the patient could have mild dry eye. The patient is using artificial tears.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).